Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during initial drain on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) stated that they had added the patient extension line after priming. The technical service representative (tsr) assisted the patient in clearing the alarm and reviewed proper procedures with the hp. The tsr advised the hp to restart therapy using all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The patient reported that they had added the patient extension line after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.